Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that ilpc343u (abutment one piece) fractured into implant when dentist was placing it for the first time.

Manufacturer narrative:
A certain low profile one-piece abutment (ilpc343u) was returned. Visual inspection of the as received product confirmed that the abutment had fractured horizontally across the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days.